Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the pt reached caller last night and indicated that the pt believes the battery percentages on the pt's therapy application are not accurate. The caller states the pt stated the following: the ins was at 100% for a week, went down to %90 one morning and the battery died the same day. The pt then charged it fully. The caller states the pt stated that yesterday the ins was at %30 and the pt charged the ins for an hour but the ins only went to %60--the pt states they then check the ins this morning and it was at %70. The caller states the pt has relatively low settings. Agent advised the caller to have pt consider keeping a log of the %s and their charging and meet back up to corroborate the pt's allegations via tablet.

Event description:
Additional information received from the manufacturer representative reported that the cause was due to the patient not charging directly over the battery site. After meeting with the patient it was found they were not getting excellent charge connection. The patient worked with the rep to charge the device and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the issue has not been determined. Rep noted they were taking actions to monitor the battery percentage and charging times, which the patient (pt) was keeping a log of and meeting again to check the information. The issue has not been resolved yet.